Event description:
Affiliate reported that it was found that the ventricles of the pt's brain became too large. As a result the device was replaced.

Manufacturer narrative:
Upon completion and examination of the device, it was noted that this complaint has been confirmed. It was determined that biological debris within the device likely caused the difficulty experienced by the customer. This biological debris was the likely root cause of the pressure test failure. Review of the device history records confirmed the valve met specifications when released to stock. At this time, the complaint is considered to be closed.